Event description:
A malfunction alarm identified by malf 16 was reported by the customer, and the fault ID was available but non-resettable. There was no information provided on whether the customer's blood glucose level exceeded 500 mg/dl, as the customer declined to answer. In response to the issue, technical support arranged for a replacement of the pump, and the customer was instructed to switch to multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address and guided the customer on how to put the pump into storage mode before sending it back using a pre-paid label.